Event description:
It was reported that the self-adhesive of the infusion sets were not sticking well enough. The infusion sets were falling off of the patient's body after about 4 to 5 hours of usage. No adverse event was reported. The infusion set lot number was not provided. The infusion set was requested to be returned for product evaluation.